Event description:
A primary IV set was being used. When the nurse tried to "flush" the set, the fluid did not go through the connector. The connector end is sealed, and if she continued to push harder on the syringe, she feared the "plastic" over the opening would be pushed into the patient's arm.